Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer wrote in to complain is it possible to use glass bowl in the microwave? Very had to not come in contact with metal sides of pan. Came apart with less than one month's use. First attempt was too thin for my front upper teeth. Lasted no time at all. Bought b/c it looked like my old pro one.